Event description:
The patient has reported in 2004 that their meter was in the wrong unit of measurement. The meter was previously set to mg/dl and it was now reading in mmol/l. They had not recently changed the units of measurement in the meter settings, therefore, it can be concluded that there was no use error involved any treatment. There is no further clinical information provided. This case is reported as a meter malfunction since the pt may have experienced power interrupt on the meter, which caused it to go into the wrong unit of measurement.